Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error during the basic occlusion test due to the loose drive support disk. There was no motor error alarm and the motor passed the motor test. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and it was missing the end cap sticker. (B)(4).

Event description:
Customer's husband reported via phone call motor error message on the insulin pump. Customer's husband advised they cleared the alarm, changed the infusion set and were able to fill the device while priming. However, the number on the insulin pump never showed on the screen. Troubleshooting for the motor error on the insulin pump was performed. Customer's husband advised the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.